Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse found a slash is the distal end tubing that is used to flush. No other information was provided.